Event description:
(B)(6) - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with tricuspid regurgitation (tr) with a large coaptation gap. Two triclips were successfully delivered and deployed, reducing the tr to mild, grade 1. On (B)(6) 2024, the discharge echocardiogram observed a chordal rupture with recurrent tr grade 5. On (B)(6) 2025, severe tr was noted. The patient has exercise intolerance with shortness of breath and fatigue. It is unknown which device the rupture is associated with. There was no device malfunction. The account is considering an additional clip in the future. No treatment or hospitalization was provided for this event at this time.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H2 correction: b1: product problem selected in addition. H6: device code 2993 removed and replaced with 2507. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported recurrent tr and tissue injury appear to be related to the slda. Dyspnea and fatigue are cascading effects of the recurrent tr. Tr, tissue injury, dyspnea, and fatigue are listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, the additional information was received on 14may2025: on (B)(6) 2025, a single leaflet device attachment (slda) was noted with the posteroseptal clip (tcds0303-xtw, 30926r1076). The recurrent regurgitation is associated with this clip.